Manufacturer narrative:
The returned 1.5mm cann. Quick release driver tip was examined visually under magnification. The driver exhibits discoloration on one face of the hex feature. The discolorations appear as a line about halfway up the tip, indicating some side loading causing wear on the driver tip at that location. Functional test exhibited that the drivers are able to interface with a screw and be removed successfully. Additional mdrs associated with this event: 3025141-2021-00074: screw.

Event description:
A surgeon inserted a acutrak 2 mini screw into a bone to treat a fracture. When the surgeon tried to pull the driver from the screw head, the driver stuck and pulled the screw from the bone, attached to the driver.